Manufacturer narrative:
Evaluation of the returned lantern confirmed a proximal shaft fracture. This damage was likely a result of forceful mishandle during the procedure. If the lantern is forcefully mishandled at an extreme angle during use, the device may become kinked and subsequently fracture. Further evaluation of the device revealed kinks in the proximal shaft and ovalizations in the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the proximal end of the lantern broke. Therefore, the lantern was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.